Manufacturer narrative:
Gtin: (B)(4). The device manufacture date is not known at this time. Alleged failure: anchor fractured probable root cause: design: insufficient material strength. Anchor assembly design not strong enough to withstand impaction anchor geometry too blunt for effective bone penetration. Process: anchor not manufactured to specification. Improper assembly of anchor onto inserter application. Hard bone: excessive force. Incorrect angle of attack (too steep/shallow). No pilot hole prepared in the event of hard bone. Incorrect instrumentation used to prepare pilot hole. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the anchor fractured during procedure, all pieces were retrieved and no patient impact.